Manufacturer narrative:
(B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, during a transfemoral tavr procedure, a 20mm sapien 3 valve was ¿over aligned¿ on the commander delivery system, resulting in the valve being positioned over the delivery system nose cone. The decision was made to withdraw the valve and not attempt valve deployment. During the withdrawal of the valve and delivery system, the valve was not able to be pulled back into the esheath. The valve was not dislodged from the delivery system, but became ¿stuck¿ in the femoral artery. A surgical cutdown was performed to remove the valve and delivery system. The procedure was then converted to a transapical procedure. A new 20mm sapien 3 valve was prepared and successfully implanted. At the time of the report, the patient was in stable condition. The second sapien 3 valve remains implanted in the patient. The access vessel minimum luminal diameter (mld) measured 6.5mm with mild calcification and mild tortuosity reported. The initial commander delivery system and sapien 3 valve were discarded at the facility following the procedure. There were no allegations of a malfunction with the discarded delivery system or valve.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The initial commander delivery system and sapien 3 valve were discarded at the facility following the procedure and were not available for evaluation. Without the device, visual evaluation, functional testing and dimensional analysis could not be performed. No photograph, video or case imagery was provided for review. Lot history review revealed no additional similar complaints. Complaint history review from (B)(6) 2017 to (B)(6) 2018 revealed additional returned complaints for the commander delivery system (all models and sizes) for delivery system difficulty with valve alignment and/or delivery system withdrawal difficulty. No manufacturing non- conformances were identified in the returned devices. Available information suggests patient and or procedural factors may have contributed to the events. Review of the complaint history revealed that the occurrence rate did not exceed the (B)(6) 2018 control limit for the applicable trend categories. Device history records (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing related issues that could have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. During the manufacturing process, the delivery system undergoes multiple visual inspections and testing evaluations by manufacturing and quality throughout the process, including 100% final inspections for the following: dimensional inspections, fine adjust function, collet/shaft clearance, collet ability to lock, mechanical damage, and surface damage. In addition, product verification (pv) testing is performed on devices from each lot following a sampling plan. During pv testing includes: visual inspection for physical defects, fine adjustment verification test, locknut engagement testing, and retrieval force of system through sheath. These inspections support that it is unlikely a manufacturing non-conformance contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint for delivery system difficulty with valve alignment and delivery system withdrawal difficulty were not able to be confirmed as the device was not available for evaluation and no procedural imagery or videos were provided. Without the device, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR, lot history, manufacturing mitigations and complaint history did not provide any indication that a manufacturing non-conformance contributed to the reported event. In addition, a review of the IFU/training manual did not reveal any deficiencies. The event description stated the valve was ¿over aligned¿, resulting in the valve being positioned over the delivery system nose cone. The operator is instructed to pull the balloon catheter straight back during alignment ¿until part of the warning marker is visible¿. If the balloon catheter was pulled farther than this, it could have caused the valve to be positioned more distally than intended. The distal end of the inflation balloon has an increased diameter and it is likely that the valve profile changed when the valve passed over the balloon folds during the over alignment. This change in valve profile may have resulted in difficult withdrawing the valve. In addition, it was reported that the patient had mild tortuosity of the access vessel. This also may have contributed to the withdrawal difficulty. Although the exact cause of the event cannot be confirmed, procedural factors (over alignment of the valve), in addition to patient factors (access vessel mld, calcification, tortuosity) may have contributed to the withdrawal difficulties and subsequent surgical cutdown to remove delivery system and valve. A review of complaint history for the month of (B)(6) 2018 revealed that the occurrence rate did not exceed the control limits for the trend categories related to the failure modes. No corrective or preventive actions are required at this time.